Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the two-way catheter evidencing the balloon partially inflated. The second photo zooms into the partially inflated balloon. The last photo shows the catheter cap with the printed lot number. Also received 1 all-silicone foley catheter the balloon was partially inflated. The inhouse syringe was connected, and it passively deflated in less than three minutes. The balloon was inflated with the inhouse syringe and 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), the catheter rested with no leaks noted. The inhouse syringe was connected and it was able to passively deflate 3 minutes and 7 seconds, however cuffing was evidenced. Reported event is considered unconfirmed however a new record has been created to investigate the cuffing evidenced during the sample evaluation no root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required, however it was completed before the sample evaluation. As the reported event is unconfirmed a labeling review is not required. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few hours after placement, the foley catheter was naturally removed, and it was discovered immediately after moving to the high care unit (hcu). There might be a hole in the balloon part. Per notification from investigator on 24sep2024, it was found that the balloon was mushroomed during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few hours after placement, the foley catheter was naturally removed, and it was discovered immediately after moving to the high care unit (hcu). There might be a hole in the balloon part.